Manufacturer narrative:
H4: the device was manufactured from june 26, 2020 - june 29, 2020. H10: the evaluation of the actual device was completed. A functional leak test was performed by filling the device with green colored water. During and after fill no signs of leak were observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had fluid leakage at the fillport. The issue was identified before use at the hospital. There was no patient involvement. No additional information is available.